Manufacturer narrative:
Initial reporter phone#: (B)(6). Investigation summary: the photo provided was evaluated and it was possible to observe the presence of foreign matter in the needle. After the photo evaluation it is possible to evaluate that the foreign matter is potentially dirt coming from the assembly station. It was performed the DHR, quality notifications and maintenance records were checked, and no records potentially related to the failure were found. Thus, a potential cause for the occurrence is an operational failure during the cleaning process of the assembly station where the correct segregation of material was not performed after the activity. The production line operators will be notified about the occurrence. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that dirt was found in the bd precisionglide¿ needle. The following information was provided by the initial reporter, translated from portuguese to english: "dirt inside the package." Via bd investigation: "the photo provided was evaluated and it was possible to observe the presence of foreign matter in the needle. After the photo evaluation it is possible to evaluate that the foreign matter is potentially dirt coming from the assembly station."